Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. No UDI number is available due to manufacturing date before (B)(6) 2018.

Event description:
It was reported that loss of capture was noted on asymptomatic patient's right atrial lead. Programing changes were made to resolve the issue and capture was obtained. There was no adverse consequence to patient.